Event description:
It was reported that a revision of the device system was performed in (B)(6) 2011 and impedance readings >4000ohms were noted on two pairs at that time. The reason for the revision was note reported. At the time of the report it was noted that the patient had no stimulation sensation. Impedance readings of >4000 ohms were noted on some or all of the unipolar pairs. Further examination revealed that the lead was not connected to the implantable neurostimulator. Reconnection was accomplished and it was reported that the issue was resolved and the patient was again receiving stimulation.

Manufacturer narrative:
Lead model , 3093-28 serial #(B)(4), implanted: (B)(4) 2011explanted: unknown programmer model 3037, serial #(B)(4).